Event description:
It was reported that entrapment occurred. The 90% stenosed 21mm in length, 3.0 mm in diameter target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. During post ivus, the opticross imaging catheter got caught in the edges of the placed non-boston scientific stent and stuck. It was released by cutting the proximal shaft of this device and inserting a 0.025 inch guidewire and a non-boston scientific guide extension catheter. The procedure was completed with another of same device. The patient is good.

Event description:
It was reported that entrapment occurred. The 90% stenosed 21mm in length, 3.0 mm in diameter target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. During post ivus, the opticross imaging catheter got caught in the edges of the placed non-boston scientific stent and stuck. It was released by cutting the proximal shaft of this device and inserting a 0.025 inch guidewire and a non-boston scientific guide extension catheter. The procedure was completed with another of same device. The patient is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the proximal section (sheath) of the device cut, and the catheter section (telescope assembly) was not returned for analysis. Upon microscopic examination, the tip section was in good conditions. The guidewire exit port had irregular edges and the cut section of the sheath was observed under magnification. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.